Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high," but the specific value was unknown. To address the high blood glucose levels, the customer administered a correction injection. Additionally, the occlusion issue was resolved by changing the infusion set and cartridge. A systems check was performed with tandem technical support and no issues were identified. Ultimately, the customer reverted to manual dose injection for insulin therapy.